Manufacturer narrative:
Unit had unresponsive buttons due to corroded keypad traces. Unable to perform operating current test or verify battery out limit due to unresponsive buttons. No unexpected numbers ramping/scrolling during testing. No moisture damage on electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture while he was golfing. The insulin pump alarmed battery out limit. He was unable to review the alarm history or clear the battery out limit alarm because the keypad was unresponsive. Customer's blood glucose level was 171 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.